Manufacturer narrative:
Findings: unit was received with blank display due to moisture damage on the electronics. Moisture damaged found on the motor also. Unable to perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusions, prime and no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minors scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 327 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 327 mg/dl. The customer was treated for high blood glucose with injection.